Event description:
It was reported that the patient presented in clinic routine follow up. It was noted that the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was found to be dislodge that was noted via x-ray. The ra lead was explanted and replaced. The patient was stable throughout.